Event description:
It was reported that the jaws on the prograsp forceps instrument do not close completely. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the grips to open and close properly on the system. Movement in all axes were intuitive with a full range of motion. The distal end of the main tube had various deep scratches, causing white marks on the tube. No other damage was found.